Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2013 for a refill. At that time. The patient was lethargic and po2 sats were in the 80¿s. O2 was applied. The md filled the pump without issue and decreased the hydromorphone dose from 13.5mg/day to 12.5mg/day. It was noted that the patient had driven themselves to the clinic and had reported feeling this way for the past 4 days. The patient had breathing issues (copd) and thought she had pneumonia. Following the refill, the patient was sent to the emergency room (ER). After being evaluated in the ER, the clinic was called and the ER md thought the symptoms were related to the pump and overdosing. The md went to the ER and decreased the dose to 8mg/day and disabled the ptm bolusing. The patient was intubated and hospitalized. It was noted that the patient had also been taking oral valium prescribed from another physician. The patient¿s symptoms improved and she was discharged. The patient was seen on (B)(6) 2013 in the clinic for follow-up. Per the reporter, the patient was requesting the pa bolusing back. The md declined to do this until she was seen again for her refill on (B)(6) 2013. The pump reservoir contents were not accessed to check for volume discrepancy.

Event description:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID n EU_ptm_prog lot# serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).